Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head...pops off - oral-b [device breakage]. Head doesn¿t attach properly to the toothbrush and is quite loose - oral-b [device connection issue] . Case narrative: female consumer via e-mail stated that the oral-b toothbrush head did not attach properly to the oral-b pro 3 toothbrush and was quite loose. When she turned it on, the oral-b toothbrush head popped off because of the vibration. No injury was reported. 30-sep-2024 follow up via digital safety assessment survey: the consumer was confirmed to be a 40 year old male. No injury was reported.